Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. The reported problem (connection errors) was confirmed. As received, the monitor failed incoming functionality testing. Upon eval, the monitor's belt receptacle would not securely latch with a test belt. The cause of the connection errors (can connection issue, code 107, and code 204) is likely the damaged receptacle. The root cause of the damaged receptacle cannot be positively identified. However, a pt service rep (psr) reported the pt being in a car accident on (B)(6) 2014. It is unclear if the accident contributed to the damaged equipment. Device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire could not be positively identified. However, a pt service rep (psr) reported the pt being in a car accident on (B)(6) 2014. It is unclear if the accident contributed to the damaged equipment. No adverse event resulted from the defective monitor and belt. Device MFR date: monitor sn (B)(4): 11/2009 (reuse), electrode belt sn (B)(4): 06/2013 (reuse).

Event description:
Zoll customer support's review of a (B)(6) male pt's flags indicated a connection error (can connection issue, code 107, code 204) between the monitor and belt. Upon eval, the monitor failed incoming functionality testing. The electrode belt was able to communicate with a test monitor, however the belt failed the pulse head hi-pot, fall-off, and therapy electrode recognition tests.